Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo pen needle failed to retract, and leaked medication onto the patients skin. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: customer returned (84) sealed 5mm, 30g autoshield duo samples in a shelf carton from lot # 7349816. Customer states that the needle is not retracting at all, there was liquid on the patient's skin after the injection and that the patient's blood sugar level was still under 300. Thirty out of 84 returned samples were tested for insulin flow and all samples were able to expel properly without any observed defects. These samples were also tested for activation and all samples were able to activate properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for difficult to operate, leakage & hyperglycemia on lot # 7349816. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd autoshield¿ duo pen needle failed to retract, and leaked medication onto the patients skin. No serious injury or medical intervention was reported.